Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced an event of high blood sugar, and upon removal of the cannulam it was observed that the insulin is outside and does not enter, and the area is swollen. The patient reported that this information has been brought to the attention of her doctor and they are going to consider changing the type of infusion set. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6010205 have already been previously tested in the family (B)(4) on 22/apr/2025. Test results: the reference samples were visually inspected and tested for air flow and underwater leak. All test results were within specifications as per the test report database (B)(4) complaint test report. Device history record (DHR) review: the lot 6010205 was manufactured according to the work instruction (wi) version 75 manufactured in the line 6, on 14/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 06/may/2025 against malfunction code leakage from infusion site (cannula base part/cannula) (specific cause not identified) and lot 6010205 and no other complaint has been registered in database for the same lot 6010205 and malfunction code. Second query was run in database on 20/may/2025 against malfunction code leakage from infusion site (cannula base part/cannula) (specific cause not identified) and lot 6010205 and no other complaint has been registered in database for the same lot 6010205 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for returned/retention samples, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market vigilance activities.

Event description:
To date no additional patient or event details have been received.